Manufacturer narrative:
The customer received a replacement glidescope titanium lopro t3 blade. The blade was returned to verathon for evaluation. The technical service representative confirmed the reported image flickering. The flicker was isolated to the connector of the blade, which was noted to be damaged and corroded. Since the customer received a replacement titanium lopro t3 blade and there are no repairs available for the titanium lopro t3 blades, the returned blade was scrapped. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image was flickering. A second lopro t3 blade was used to complete the procedure, however the amount of time needed to prepare the second blade was not reported. No harm to patient or user was reported.